Event description:
Opened a sterile sof-form conforming stretch gauze bandage and started wrapping it around a patient's foot and found a tied knot in the gauze. Therapy start date: (B)(6) 2018. Therapy end date: (B)(6) 2018.